Event description:
Patient presented in the clinic after experiencing pain. The patient was found with intercostal stimulation. X-ray and echo assessment revealed lead perforation. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported lead perforation. A lead tip stiffness test was performed and was found to be within specification. The electrical characteristics of the lead were found to be normal.